Event description:
On (B)(6) 2012, it was reported that the okay and arrow keypad buttons were unresponsive. The patient stated that he bolused for the first part of a meal and the buttons worked without difficulty. He said that he attempted to bolus for the second part of the meal and the buttons did not respond. The patient noted that he disconnected from the pump and rebooted it; he said he could not move beyond the verification screen because of the unresponsive okay button. The patient confirmed that the rubber keypad was intact and the audio bolus button was undamaged. It was noted that there was some fog behind the lens and a small amount of moisture in the cartridge compartment. The patient reported that he swam and showered with the pump. He denied any issues with the keypad prior to this day. There were no blood glucose excursions reported and the patient said he had a backup plan for insulin delivery. This complaint is being reported because the issue could not be resolved through trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. Testing confirmed all of the keypad buttons were appropriately responsive to user input and fully functional. Testing was unable to confirm or duplicate the complaint of an unresponsive keypad. The keypad cover was removed for investigation with no contamination or defects found.